Manufacturer narrative:
Investigation: x-no sample returned. Distribution history: the complaint product was manufactured at csi, however, the lot number was not reported. Manufacturing record review: a review of the device history record could not be performed because the lot number was not provided. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the complaint product lot number be provided going forward, the device history record will be reviewed, and this complaint amended accordingly. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history did show one other customer with similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. It should be noted that prior to packaging, each assembly is inspected by grasping the holder and slightly pulling on the strap. If the strap pulls off the shoulder or if the staples move on the strap then the assembly is rejected. *correction and/or corrective action: no further corrective action is necessary, as the complaint condition was not confirmed. No training required at this time. *preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Per medwatch report -mw5099597. A (B)(6) old, (B)(6) corrected by week baby was transferred for higher level of care. At the time of the transmission, infant was orally distributed intubated with a 3.0 ett secured with the neo-fit device (cooper surgical) from referring hostipal. The securement of the ett was changed to a neobar device (neotech) per our clinical pratice. A few days later, routine xr showed a radiopaque l-shaped structure projecting over the left abdomen, likely in stomach. Review of imaging showed presence of the object dating back to the day of admission with migration to the oral cavity to the stomach. Surgical review recommended nonintervention as an infant had no clinical syptoms and foreign body was tracked with serial imaging. Object transversed the gastrointestinal and was spoutaneously passed per rectum 12 days after admission. Object was identified a metallic piece of the hook and loop strap of the neo-fit ett securement device. It was determined that the metallic piece was broke off or became dislodged from the securement device during the change from the neo-fit to the neobar device for ett securemen. The metallic piece was then subsequently swallowe by infant resulting in an accidental ingestion. Object was sent to pathology for examination. Treatment dates/therapy dates: start (B)(6) 2020, stop (B)(6) 2020. Is therapy still ongoing? No. Diagnosis for use: ett securement. FDA safety report ID #(B)(4). 1216677-2021-00069 neo-fit neonatal endotrac 42-2540 (B)(4).

Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported condition .

Event description:
Per medwatch report -mw5099597. A (B)(6) old, (B)(6) corrected by (B)(6) baby was transferred for higher level of care. At the time of the transmission, infant was orally distributed intubated with a 3.0 ett secured with the neo-fit device (cooper surgical) from referring hospital. The securement of the ett was changed to a neobar device (neotech) per our clinical practice. A few days later, routine xr showed a radiopaque l-shaped structure projecting over the left abdomen, likely in stomach. Review of imaging showed presence of the object dating back to the day of admission with migration to the oral cavity to the stomach. Surgical review recommended nonintervention as an infant had no clinical symptoms and foreign body was tracked with serial imaging. Object transversed the gastrointestinal and was spontaneously passed per rectum 12 days after admission. Object was identified a metallic piece of the hook and loop strap of the neo-fit ett securement device. It was determined that the metallic piece was broke off or became dislodged from the securement device during the change from the neo-fit to the neobar device for ett securement. The metallic piece was then subsequently swallowed by infant resulting in an accidental ingestion. Object was sent to pathology for examination. Treatment dates/therapy dates: start (B)(6) 2020, stop (B)(6) 2020. Is therapy still ongoing? No. Diagnosis for use: ett securement. FDA safety report ID #(B)(4). 1216677-2021-00069 neo-fit neonatal endotrac 42-2540 (B)(4).